Event description:
Synovitis [synovitis], right knee effusion [joint effusion], total right knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis (kellgren-lawrence grade IV and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (first course, it was reported that the age of the patient at the time of first injection was (B)(6)). On (B)(6) 2003, the patient initiated treatment with second course of first intra-articular synvisc (hylan g-f 20) injection in right knee, dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis or right knee. On (B)(6) 2003 she received her third synvisc injection in right knee. On an unspecified date in (B)(6) 2003, she had right knee effusion and arthrocentesis was performed, however, no fluid was aspirated from the right knee. The patient was treated with intra-muscular betamethasone at a dose of 1.3 cc for synovitis of right knee and right knee effusion. On (B)(6) 2004, the patient underwent total right knee replacement. The outcome for all the events was not provided. Relevant concomitant medications were not provided. The intensity for both the events of synovitis of right knee and right knee effusion was moderate. The intensity for the event of total right knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of right knee as definitely related. The causal relationship between synvisc and the event of total right knee replacement was unrelated and was not provided for the event of right knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 15-apr-2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.